Event description:
The nurse pushed the button, the needle fell and stuck the nurse in her leg.

Manufacturer narrative:
The sample was discarded by the hospital and not available for the investigation. Without a lot number we are unable to review the device history record. (B) (4).